Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib pcb was evaluated and replaced and the calibration files were reloaded. Also reseated the power supply and connections. The system was tested and found to be working as intended and returned to service.